Event description:
The patient was treated for a lesion in left anterior descending (lad) artery using a cypher stent (2.5x28mm). Approximately six months post-index procedure the patient began to experience recurring angina. Stress test results were abnormal and evident for left anterior descending distribution ischemia. Repeat angiogram confirmed the cypher stent had separated into two pieces and restenosis was evident at the middle of the fractured stent. This was treated using a taxus stent (25x16mm), implanted between the fractured cypher stent. The patient was discharged 24 hours post-procedure. Repeat follow-ups indicate the patient is doing well.